Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation.

Event description:
The customer reported that when this infant flow sipap device was powered on, the ac power indicator light was not on and that the display screen intermittently flashed. It is currently unknown whether there was patient involvement associated with this reported issue.